Event description:
Allegedly the patient was revised due to mom complications (left). Additional information received 05/14/2015: pain, corrosion, possible infection.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01080, -01081.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.